Event description:
It was reported that the device leaked form its air vent after 48 hours of use in the nicu. The tubing or its contents appeared yellowish. No clinical sequelae were reported.

Manufacturer narrative:
Add'l lot number: or a20618801 or a20618466 or a2061897202. Device evaluation begun, but not yet completed.